Manufacturer narrative:
D.2b medical device type: one additional code applies; jka e1: initial reporter phone #: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was retraction issue. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was retraction issue. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 16-sep-2025 bd received approximately 50 samples and 1 photo for investigation. The customer photo displays the device packaging but does not show the reported defect. Out of the returned samples, 30 were randomly selected and underwent functional tests; all samples passed, as they were activated properly and showed no retraction failure or defects. Furthermore, 30 retained samples also underwent functional tests, with all samples passing and showing no evidence of retraction defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.